Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hospital contact reported that during treatment the hemodialysis machine encountered an air detector alarm during treatment. Patient was moved to another machine to complete treatment. There was blood loss 200cc. Service was requested by the hospital. Customer stated when inspected by local bio-med no problem was found. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Event description:
"."

Manufacturer narrative:
The device field service confirmation was reviewed by the manufacturing plant. Evaluation found no discrepancies and the device software was upgraded from 2.61 to 2.65.